Event description:
Balloon inflation difficulty after patient removed stent was found flared. The report received indicated that during a percutaneous procedure, the physician was using a palmaz blue 0.14 transhepatic biliary stent system; however, when pressure was applied, it was noted that blood came back into the indeflator. Additional information indicated the balloon appeared to be responsive during the first inflation. The physician chose not to attempt deployment of the stent and used another product. The device was removed from the patient without any complications. There was no report of injury to the patient. After removal, the stent remained mounted on the balloon; however, the distal end of the stent appeared flared. It was indicated that the balloon could have suffered a pinhole from the calcium in the artery as the balloon started its inflation; however, the physician really didn't notice a hole but did take notice of the somewhat flared distal end of the stent. There were no anomalies noted while prepping the device. The intended procedure included treatment of a lesion in the left renal artery.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.